Event description:
It was reported that the user experienced repeated alert 38 motor stall and occlusion alerts shortly after troubleshooting, which led the user to disconnect from the pump and transition to multiple daily injections. Symptoms included potential interruption of insulin delivery without reported injury. Outcomes included shipment of a replacement pump and instructions to call upon receipt for guided set and supply changes. Investigation included troubleshooting over multiple contacts with recurrence of motor stall and occlusion alerts. Investigation of this case revealed repeated motor stall and insulin occlusion indications consistent with a pump alarm malfunction that was not resolved through standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.